Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device didn't seem to be doing much for the patient and it lost much of its battery capacity. It was unknown what led to the issue. The rep was scheduled to meet with the patient on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. It was not providing any relief when they charged it so they quit spending the time to charge it. Patient fully charged the battery and noticed no difference in the pain level. Issue was not resolved. No further complications were reported.